Manufacturer narrative:
Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Event description:
It was reported from the clinical study that the patient was admitted from (B)(6) to the transplant service for fevers with a temperature of 103, with chills while on intravenous (IV) vancomycin for empiric cover of a suspected driveline site infection. Continued vancomycin, remained afebrile and vitals stable and was discharged on (B)(6). It was stated that since discharge the patient has continued to have daily febrile episodes with temperatures of 101 and usually low grade temperatures between "99-100." These episodes are accompanied by chills. Today, the patient noticed that his PICC line site was tender to palpation and there was a small amount of purulent greenish discharge staining the dressing at the PICC site. He has tried tylenol without relief for his fevers at home. He has been taking the vancomycin as prescribed. Patient was then readmitted on (B)(6) with purulent green discharge noted at PICC blood and urine cultures were drawn and PICC was removed. No leukocytosis (wbc 9) and hds throughout. Vancomycin started initially was stopped; linezolid ((B)(6)) and pip-tazo ((B)(6)) were started instead. Transplant ID was consulted and cultures showed no growth at 48 hours and the patient was discharged off antibiotics discharged on (B)(6) 2016. No additional information received.